Event description:
Procedure type: bowel resection. According to the reporter: no issue with stapler during case. The surgeon stated; I had a life threatening 15 units of blood intraluminal bleed 3 weeks after using the stapler for a standard side to side ileal transverse colon anastomosis. Required interventional angiography at the brigham to stop it. Same patient had an intra-abdominal bleed about 2 days postop - we did not explore him and thus do not know its source, but the staple line across the ileum and/or colon is a possibility. As reported by sales rep a life threatening -15 units of blood. Required interventional angiography at the brigham to stop it. The second surgery resolved the bleeding, patient stay at the hospital was prolonged but the patient is fine. No patient injury was reported.

Manufacturer narrative:
(B)(4).